Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be damaged, however, the timing and cause of the damage could not be determined. During the investigation, fluid did not exit the distal tip of the soft cannula due to the damage to the soft cannula. In addition, the formed needle, bottom housing, and adhesive pad were inspected, and no abnormalities were found that would contribute to the reported skin condition irritation. The cause of the reported skin condition irritation could not be conclusively determined. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level rose to 352 mg/dl. In addition the patient had a bump at the pod insertion site (leg). As treatment, the patient applied a new pod and administered a bolus of 4.35 units of insulin.